Manufacturer narrative:
This event occurred in (B)(6). Device not available for return.

Event description:
The customer stated that a nurse used the accu-chek safe-t-pro plus lancing device to prick patient's finger. When the patient came home, he noticed that his finger was hurting especially when he touched it or something touched it. Upon closer inspection of his finger, he noticed that part of the needle from the lancing device was stuck in his finger. He managed to get the needle tip out and was fine afterwards. No adverse events were alleged. The customer stated that there were no further incidents with the remainder lancing devices in the box. The customer stated that the box of the remaining lancet devices were not available for return.